Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 04/14/2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient's dog heard the dexcom receiver alarm, which alerted the patient's husband. The patient's husband who found the patient in a coma, which lasted for two hours. The patient's husband contacted emergency medical services (ems). The patient had a blood glucose value of 28 mg/dl and was transported to the hospital. The patient was treated with an intravenous (IV). The content of the IV is unknown. The patient was discharged the same day. At the time of contact, the patient was said to be healthy. There was no allegation against the dexcom system. The patient indicated that the receiver worked fine. No additional patient or event information was provided.